Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a right hand arteriogram, the advance 14 lp low profile balloon catheter would not retain pressure, and was leaking fluid. According to the initial reporter, a 6 fr sheath was utilized along with a inflation device. The contrast was an optiray material with a 50/50 contrast to saline ratio. The balloon was inflated to between 6 and 8 atms when it began leaking fluid. Reportedly, the lesion was located in the radial artery mid forearm with 90-95% occlusion and mild calcification. The procedure was successfully completed using another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: it was reported, during a right hand arteriogram, the advance 14 lp low profile balloon catheter would not retain pressure, and was leaking fluid. According to the initial reporter, a 6 fr sheath was utilized along with a inflation device. The contrast was an optiray material with a 50/50 contrast to saline ratio. The balloon was inflated to between 6 and 8 atms when it began leaking fluid. Reportedly, the lesion was located in the radial artery mid forearm with 90-95% occlusion and mild calcification. The procedure was successfully completed using another device of the same type. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one balloon catheter. Biomatter was present on the returned device. Physical examination of the returned device showed that during an attempt to inflate the balloon, leakage occurred at the fitting and strain relief junction. The strain relief was moved back, and the fitting fell apart (separated at the strain relief). After this occurred, the balloon was unable to be inflated due to the broken fitting. Additional photos of the hub and strain relief were taken using the dyno scope. From the photos, it is visible that the hub fitting of the balloon catheter was cracked. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a definitive conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.